Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's right ventricular lead had revealed noise. No intervention was reported. The patient was in unknown condition.